Event description:
It was reported that the video system center had no image output signal. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image output signal from the hi-def serial digital interface 1 due to a printed circuit board malfunction. Additional findings were as follows: the touch panel was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a failure of the printed circuit board led to the malfunction. Olympus will continue to monitor field performance for this device.